Event description:
On may 30, 2000 an arthrowand (unknown model) was used to perform a right knee surgery. Five days after the knee procedure, the pt returned back to the hosp with an inflamed knee. Xray revealed that two foreign fragments of unknown origin, measuring approximately 1mm, were retained in pt's knee. A second arthroscopic surgery was required to remove foreign fragments. Postoperative xray confirmed that the fragments were no longer present. Pathology testing was negative for foreign bodies; microbiology was negative for infection. There was no permanent damage or impairment to the pt as a result of this surgical intervention.